Event description:
Received email from a patient that stated approximately 2 months ago patient wore a 1-day acuvue contact lens which patient found to be uncomfortable during the day. Their email said that evening patient removed the lens and found a chip on the edge. Patient stated developed "an eye infection." Attempted to obtain additional information regarding this reported injury directly from the consumer and from the singapore affiliate. No additional specific information has been received in follow up.